Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and stretched along its length so that the distal end of the stent is now located over the distal markerband. In addition, it was noted that the mid-section of the stent was kinked. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner and outer were kinked at several locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the distal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a bsc balloon catheter, a 2.75x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and was eventually removed. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.